Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net alert noted that the patient's device was in backup vvi. The patient will be brought in-clinic for further evaluation. Device remains implanted.

Event description:
New information notes that the device was restored to normal settings and its functioning normal. The device remains implanted. The patient condition is stable.